Event description:
Account alleged that the pump motor runs when the bed is plugged in or the power switch is turned on.

Manufacturer narrative:
Account found fluid ingress in the lockout board. Account replaced the lockout board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.